Manufacturer narrative:
(B)(4). Batch # n55t53. Additional information received: the first device was cut off of the tissue and the jaws were forcibly opened on the back table in order to remove the tissue so that it could be sent to pathology. The second device jaws were forcibly opened by hitting the release lever with a mallet. The jaws were able to be slightly opened enough to remove the tissue. There was trauma to the tissue and a larger wedge was removed than originally expected. A third device was used to complete the procedure. The patient is doing well. It was reported by the sales rep that during a vats wedge procedure, it was reported by the contact that the linear cutter clamped down on a lung wedge when articulated with a green load. The device would not release tissue or articulate back to being straightened, while clamped on the patient. Called company and emergency nurse and walked through steps with nurse, and doctor. Tried various steps as suggested but was unsuccessful. The doctor opened another like device stapler and with black reload and it locked up. Called sales rep was able to open one of the staplers. Had to open three like devices linear cutter and take a bigger resection margin. Additional time of twenty minutes was added to case. After getting wedge out had to physical articulate head back to straighten position, then was able to get device to unlock and release specimen. A third like device was used to complete the procedure. There were no adverse consequences for the patient. The ec60a device was received for analysis with no visual non-conformances and with a gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
While performing a procedure, the physician was unable to remove the device from tissue. The jaws would not return to a straight position and remained articulated. The physician was unable to press the release button with the closing trigger plastic to plastic and disengage the jaws. The physician made several attempts. The device had not yet been fired. This would have been the first firing with an ecr60g cartridge in place. The physician was going to proceed to remove the device in another fashion at his medical discretion. The device is to be saved for return and analysis. There were no patient consequences reported at this time.